Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level ranged between 300-600 mg/dl and low levels of ketones. A correction bolus was delivered, a manual injection was administered and an infusion set change was performed to address the bg level. A system check was performed and the pump performed as intended leading to the cause of the occlusion alarm to be due to an unknown infusion site issue. The customer declined to remove their infusion set cannula to inspect the cannula for any damage. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.